Event description:
It was reported that the patient was in the intensive care unit (ICU) on (B)(6) 2022 with bacteremia, secondary to a chronic driveline infection. The patient was also positive for the flu. A nuclear medicine (nuc-med) study was performed which revealed splenic infarcts; however, it was unclear if the infarcts were from a clot or septic emboli. Interrogations of the ventricular assist device (vad) revealed parameters within normal limits. Furthermore, review of the submitted log files revealed no atypical events or alarms and captured the pump functioning as intended at the set speed. Additional information stated that the patient was hospitalized for the infection and mal nourishment. A specific cause for the splenic infarcts was unable to be determined and the patient remained asymptomatic. The patient was on chronic suppressive antibiotics (abx) but was not a candidate for anticoagulation; therefore, no additional treatment was provided.

Manufacturer narrative:
The onset of the patient's chronic driveline infection is reported in manufacturer report number 2916596-2022-10378. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. The relevant of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. The IFU, ¿introduction,¿ lists infection (local, driveline, pump pocket), sepsis, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU, ¿patient care and management,¿ lists infection and thromboembolism as potential late postimplant complications. The IFU, under ¿anticoagulation,¿ provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, several of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.